Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had felt a sharp pain in the low back. The patient was in the emergency room and was admitted to the hospital for experiencing sensory deficits in both legs, however, all mechanical function of the legs was intact. The patient also reported loss of urinary function. The physician was unsure what the cause was but suspected it was device related. The patient underwent an explant procedure.